Event description:
On (B)(6) 2016 inr subtherapeutic due to oral surgery. On (B)(6) 2017 inr therapeutic. On (B)(6) 2017 patient admitted for continued bleeding to right knee injury. Inr 1.5. Also complains of intermittent suction events and light headedness prior to admission. Labs and urine do not indicate hemolysis. On (B)(6) patient complains of sudden onset of epigastric pain with lvad flows dropping from 5.3 to 3.9. Flows returned to baseline of 5 within one hour. CT scan shows evidence of 50% stenosis with increased mural thrombus at the outflow graft. Bivalirudin started. On (B)(6) epigastric pain is better but patient now having left sided abdominal discomfort with radiation to the left flank.